Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. No other damages or defects were found with the pod's internal components. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake, and insulin history is as follows: time: 14:36,      bg (g/l): 4.25, (mg/dl):425,        bolus (u):3.50. The pod was deactivated and was able to activate a new pod. The pod was worn between 4 and 24 hours. Time: 15:30, bolus: 3. Time: 15:45, bolus: 3. On (B)(6) 2019 additional information was received to informed us that there were actions taken by the health institution of the patient care with a manual injection with an insulin pen. They was able activate a new pod.